Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Unrelated to these issues, the audio bolus button cover was missing therefore the investigation was unable to test the button. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2017.